Event description:
The clinician reports the implant was inserted (B)(6)2023 in ada 3. Details of surgery: implant surface not completely covered with bone. On (B)(6)2023, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and inflammation. No further patient complications were reported.